Manufacturer narrative:
Tge373720 UDI information: (B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2016 a patient underwent treatment of a thoracic aortic intramural hematoma with conformable gore® tag® thoracic endoprostheses. The intramural hematoma extended distally from the left subclavian artery to a level between the superior mesenteric artery and the renal arteries. An axilla to axilla artery bypass was performed and a tge343415 (lot 12584528) was positioned proximal to the celiac and extended with a tge373720, positioned distal to the left carotid artery. An angiogram was performed following deployment of the tge373720, which revealed some flow turbulence through the left carotid artery. It was thought that the proximal edge of the tge373720 may have partially encroached on the ostium of the left carotid artery, so an inflated coda balloon was utilized to pull the device back. The device moved approximately 10mm distally, with the uncovered apices partially extending into the ostium of the left subclavian artery. A tge373710 (lot 14706270) was used to extend the seal zone to just distal of the left carotid artery. An amplatz plug was positioned into the left subclavian artery. On release of the amplatz plug from the delivery catheter, the device moved distally, partially covering the left vertebral artery. An uncovered stent was positioned into the left vertebral artery. The patient tolerated the procedure.